Event description:
In the evening of 2005, customer's family member reports that they checked pt's glucose and received a reading of 252 mg/dl. Insulin was administered based on this reading. At about 3 am the next morning, the customer awoke stating that they were sick. Family member reports that pt was "out of it", awake, but not knowing where they were or what was going on. Family member tested pt at this time and received a reading of 125 mg/dl. Ems were called because they were not confident that the reading was correct, based on pt symptoms. At the ER, the cusotmer was tested with a reading of 17 mg/dl. Glucose was administered intravenously.